Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit, on behalf of the sns, that includes this safety syringe. Yangzhou medline manufactures the syringe that was included in the kit. We have notified asprsnsopscell@cdc.gov and barda-rqaproductacceptance@hhs.gov for awareness.

Event description:
The customer reported after vaccine is drawn up during the injection the medicine leaked from the needle/syringe. Our main issue is the majority of our patients fall into the 1" needles. In every covid-19 kits we have received there are not enough 1" needles included for the majority of our size patients. No information was received regarding any serious injury as a result of this product malfunction.